Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6).

Event description:
The readings became inaccurate after the first change at 10 days. I recalibrated numerous times trying to get it close. I know thereâ¿¿s supposed to be some variance. I was getting a 30 - 50 or more difference, food wasnâ¿¿t involved. The tech set the machine up for at first. Very nice gentleman. (B)(6) 2022 (B)(6): patient reported inaccurate cgm values there were no reported glucose values available to search within the parkes error grid calculator.